Event description:
It was reported that when pre-flushing the catheter during catheter placement, the catheter was found leaking liquids 2cm away from the tip. No other information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed. The product returned for evaluation was one 3fr s/l groshong catheter. The sample was received with an inlaid stylet. The tip of the stylet protruded from the catheter wall near the 5cm depth marking. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, a leak was observed emanating from the perforation site. Microscopic inspection of the perforation in the catheter revealed a granular fracture surface. Tactile inspection of the sample revealed severe tensile weakness in the vicinity of the perforation. The split characteristics, location and accompanying tensile weakness were consistent with the tip of the stylet puncturing the catheter wall. Such damage can occur if the catheter is not pre-flushed prior to attempted insertion, allowing the catheter tip to fold back upon itself at the tip of the stylet.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recz3074 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that when pre-flushing the catheter during catheter placement, the catheter was found leaking liquids 2cm away from the tip. No other information provided.